Event description:
It was reported there were inappropriate shocks due to oversensing with the ring conductor identified as the problem. The lead was explanted and replaced due to fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. It was reported there were inappropriate shocks due to oversensing with the ring conductor identified as the problem. The lead was explanted and replaced due to fracture. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event lead(s), fracture of oversensing shock, inappropriate.